Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a common bile duct stone removal procedure performed on (B)(6), 2010. According to the complainant, during the procedure, after the device was inserted into the common bile duct, it was noticed that the guidewire lumen was torn. Reportedly, no stones had been captured. The procedure was then completed with another trapezoid rx lithotripter compatible basket device. Reportedly the device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a common bile duct stone removal procedure performed on (B)(6) 2010. According to the complainant, during the procedure, after the device was inserted into the common bile duct, it was noticed that the guidewire lumen was torn. Reportedly, no stones had been captured. The procedure was then completed with another trapezoid rx lithotripter compatible basket device. Reportedly the device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found the coil assembly buckled near the distal tip, and the sheath was buckled near the proximal end. The side-car presented push-back and was found to be torn the entire length. Functionally, the basket failed to extend due to the presence of heavy residue. The condition of the returned incident device was consistent with the complaint; side-car damage. The most probable root cause could not be determined due to the lack of evidence identifying the use of the device. Other issues found with the device, sheath buckling, sidecar push back and basket won't open were most likely due to use. Therefore most probable root cause for those issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).